Event description:
The customer called and reported that the sensor was giving readings in the 50 to 69 mg/dl range, causing his insulin pump to threshold suspend, while customer's blood glucose was actually in the 115 to 158 mg/dl range. The customer stated he had received a calibration error, as well. It was advised the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.